Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had high blood glucose. The blood glucose at the time of the incident was 406 mg/dl. The blood glucose at the time of the call was 321 mg/dl. The customer stated that they were not in auto mode. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and found that the cannula was bent. The insulin pump will not be returned for analysis.